Event description:
Medtronic received a report that a pipeline flow diverting stent was deployed smoothly, with the tip riveted to the m1 segment of the middle cerebral artery, and the proximal end riveted to the c6 segment. When advancing the phenom 27 microcatheter, retrieving the ptfe cuff at the tip of the ped stent, the cuff remained stuck on the tip of the microcatheter, preventing retraction. After multiple attempts, retrieval was abandoned and the entire stent was removed. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an internal carotid artery c7 segment aneurysm. It was noted the patient's vessel tortuosity was minimal. Femoral artery access vessel diameter was 8 mm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Ancillary devices included 5f xinwei intermediate catheter, stryker microcatheter, pipeline 3.25 x 16 mm flow diversion stent. Additional information was received. The aneurysm was a 4mm, fusiform aneurysm in the middle cerebral artery. The pipeline stent was implanted. There was no friction or difficulty during delivery or positioning and the catheter was flushed per IFU during the procedure. The microcatheter and guidewire (pushwire) were withdrawn together. The cause of the resistance was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.